Event description:
It was reported a patient underwent a closed reduction procedure to correct a dislocation. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-202-00050. Concomitant medical products: 00801803201/ 63593580 / femoral head sterile product do not resterilize 12/14 taper. Report source: brazil. No product was returned or pictures provided; visual and dimensional evaluations couldn't not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.